Manufacturer narrative:
Other relevant device(s) are: product ID: 9731460, lot/serial: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the scope tracker was intermittently yellow. The drape was noted to be tight and the was in position to see all the leds. The issue was not able to be resolved through troubleshooting. However, it is noted that when the tracker was working it seemed to be accurate. But the functionality was intermittent. There was no impact to patient outcome and no delay to the procedure. The suspected cause of the issue is user error.